Manufacturer narrative:
No failure could be identified as a result of the investigation

Event description:
Ripped inside me...had to dig out pieces of the tampon [foreign body in reproductive tract]. Tampon ripped inside me- tampax [device breakage]. Case narrative: consumer reported via email that the tampon ripped inside of her. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Ripped inside me...had to dig out pieces of the tampon [foreign body in reproductive tract]. Tampon ripped inside me- tampax [device breakage]. Case narrative: consumer reported via email that the tampon ripped inside of her. No serious injury was reported.